Manufacturer narrative:
(B)(4). Batch # m5328k. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please confirm that the device fully fired and then the knife did not return to the home position automatically? When the device did not return after being fired, what troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during a laparoscopic distal pancreas and splenectomy procedure, the device did not return after being fired. It did still have strings attached from seam guard. Case completed with another device of the same product code. There were no patient consequences reported.